Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) contacted the distributor and obtained the following additional information regarding this event: the movement of the instrument was not reversed (moving opposite direction then commanded by surgeon). The movement was static (not moving at all).

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with illeal conduit surgical procedure, the maryland bipolar forceps was observed to be broken. The procedure was completed with no reported injury. On june 6th 2025, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that there was a broken cable, and the instrument was not following surgeon¿s commands and one of the branches was stuck open. There was no harm or injury to the patient and the surgery was completed robotically as planned. No fragment fell into the patient. There was a delay of less than 15 minutes.